Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level ranging from 200 mg/dl to 400 mg/dl. The customer stated having issues with their 630g pump. The customer stated they keep getting no delivery and they don't have a long lasting back up plan. The customer stated they received the insulin flow blocked alarm and it happens every 2 to 4 weeks. The customer stated that sometimes the insulin pump will prime and sometimes it doesn't prime. The customer said they fixed the issue with a set change.